Event description:
It was reported by service report that the bed was stuck in high height and would not lower. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results - lift motor coupler, lift power coil cable, lift sensor coil cord.